Event description:
It was reported that the user experienced hyperglycemia with discordant glucose readings between a cgm and fingersticks, then recalibrated and obtained subsequent fingerstick values of 285 mg/dl and 299 mg/dl while the ilet displayed 297 mg/dl. Symptoms included thirst without severe features. Outcomes included no emergency care and no hospitalization. Investigation included user troubleshooting and education regarding sensor calibration, comparison of fingerstick and device readings, and monitoring. Investigation of this case revealed no device malfunction was identified and the event was consistent with hyperglycemia of unclear cause in the setting of cgm and capillary glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.